Manufacturer narrative:
Investigation: 1 photo was received, unable to confirm the reported defect from the photo as it is not clear. 2 actual samples were returned for investigation. The samples are not decontaminated. The returned samples are subjected to visual inspection. V-cut was observed on the returned samples. V-cut was caused by needle pierced through catheter. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA#590840 had been initiated to address needle pierced through catheter issue. DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch.

Event description:
It was reported that catheter is deformed with a bd angiocath¿ plus IV catheter. This occurred on 2 separate occasions but but was noticed before use. The following information was provided by the initial reporter: the end of the catheter tube is bumpy. Catheter tube forming defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter is deformed with a bd angiocath¿ plus IV catheter. This occurred on 2 separate occasions but was noticed before use. The following information was provided by the initial reporter: the end of the catheter tube is bumpy. Catheter tube forming defect.